Event description:
On 10/10/96, a 19 yr old pt undergoing post traumatic repair of the aortic arch was placed on cpb. Pre cpb pco2 was 50 mm hg. Approx 12 minutes after cooling commenced, perfusionist ran routine blood gas analysis and discovered that pco2 was 58 mm hg. Perfusionist increased sweep rate. Five minutes later, perfusionist ran blood gas analysis and found pco2 to be 60 mm hg. Sweep rate was again increased. Under deep hypothermia, cpb was discontinued to facilitate bloodless operative field. During this time, perfusionist recirculated blood in circuit. A blood gas analysis of recirculating blood after 48 minutes of recirculation showed that pco2 had decreased from 53 mm hg to 32 mm hg. Cpb was resumed after a total cross clamp time of 58 minutes and rewarming commenced. As pt's temperature increased, pco2 continued to increase. Incremental increases in the gas sweep rate were ineffective in reducing pco2 which was near 58 mm hg at the time cpb was terminated. The pt's pco2 remained in the 50's for several minutes following termination of cpb but later fell to normal levels. The pt survived the surgery but succumbed to multiple system damage caused by severe physical trauma and died 2 days later. Perfusionist indicated the death was not device related.